Event description:
Reported via voluntary medwatch (B)(4). It was reported that removal difficulty of balloon catheter occurred. A flextome over the wire cutting angioplasty balloon catheter was used to enlarge an atrial septal defect in a child on ECMO for dilated cardiomyopathy. This treatment was needed to decompress the left atrium. During the procedure, a 6mm flextome cutting balloon and a 12mm non bsc angioplasty balloon were used and was changed with a flextome over the wire cutting angioplasty balloon catheter. A 7fr delivery sheath and 7fr long mullins was then inserted across the atrial septal and was pulled back into the inferior vena cava. The balloon was inflated to rbp of 10atm without difficulty and deflated slowly at 1atm every 5 seconds. The device was then rotated and inflated for the second time. Upon deflation, it was noted that the balloon was not completely deflated and was unable to be resheathed into the 7fr sheath despite numerous attempts. The device was removed via surgical cutdown of the right femoral vein. The procedure was completed with a different device. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).